Manufacturer narrative:
New information: mentor received additional information indicating the device¿s lot number is 6849950 and the serial number is (B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 425cc saline breast implant, catalog # 3542670, s/n (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 425cc and experienced deflation on the left breast implant. The deflation was confirmed by physical examination. As a result, the patient underwent bilateral removal of the implants on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 425cc and experienced deflation on the left breast implant. The deflation was confirmed by physical examination. As a result, the patient underwent bilateral removal of the implants on (B)(6) 2018. The device was returned to mentor without fluid inside. Red, white, and brown material were observed within the device. Red, white, and orange material were observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed a rent extending to both views and measuring 7.0 cm. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Microscopic examination revealed parallel striations on the edges of the rent. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point it is not possible to determine the origin of the red, white, brown, and orange material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).